Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal with a concentration of 500 mcg/ml and a dose of 211 mcg/day. It was reported the patient experienced a motor stall that lead to withdrawal symptoms. Cause of the motor stall was unknown. The logs were read and showed the stall; a rotor test was normal. Surgery was planned to replace the pump. The issue had not been resolved at the time of the report. The medical doctor was also going to replace the pump connector as long as the patient was having the pump replaced. The pump was returned for analysis. No further follow-up is required at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.